Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was intermittent "e0d" and "e0e" error codes on the heater cooler unit. This has been an ongoing issue for the customer. The device was not changed out, as they used the unit for a while for cases until it got too annoying then it was taken out of service. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the ccp, the pump would not run. They changed it out pre-procedure, with no adverse affects. The field service representative (fsr) will replace a valve assembly once the part becomes available.